Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a downstream occlusion during testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be an out of specification downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.